Manufacturer narrative:
Evaluation summary. No sample was returned. Three probe lots were used to make up the final lot. A DHR review for each of the probe lots was conducted. According to the DHR reviews, one lot was reprocessed for an anomaly (missing packing label) that did not contribute to the customer complaint. No anomaly was found during the DHR reviews of two lots. All lots were released based on MFR's acceptance criteria. No additional investigation is required based on DHR. A complaint history examination indicates no additional complaints were associated with the probe lots. Because a sample was not returned and the lot info indicates the product was released based on MFR's acceptance criteria, the root cause for the customer complaint issue cannot be determined. (B)(4).

Event description:
A surgeon reported that bubbles appeared around the vitreotome during surgery. The procedure could be completed without complications. No additional info is expected.